Event description:
It was reported the abutment fractured at the screw. After fu, it was confirmed the threaded part was completely removed from the implant at tooth site #46. No impact on the patient reported. Abutment placed on (B)(6) 2024 and removed on (B)(6) 2026.

Manufacturer narrative:
Zimvie complaint number (B)(4).